Event description:
The patient reported that their aligners broke and dentist recommended to stop treatment due to damage to bone structure.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.